Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) low vacuum alarm came on. Rn called the company help line for assistance . It was suggested she change out the machine and tag it for biomed, which was done. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information poc: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.